Event description:
The customer reported that the internal paddles failed where the shock button was shorted on.

Manufacturer narrative:
The customer reported that the internal paddles failed where the shock button was shorted on. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.